Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-08655. It was reported that the patient experienced ineffective stimulation on the l5 drg lead and surgical intervention took place on (B)(6) 2019. During surgery, the physician accidentally removed the l4 drg lead, therefore both leads were explanted and replaced. Effective therapy was restored post procedure.